Manufacturer narrative:
The device was not returned to olympus for inspection. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): *the customer must follow reprocessing steps from chapter 9, starting from page 53. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during evaluation, the auxiliary water tube was not high-level disinfected between uses and was only manually cleaned with detergent. There was no patient involvement.